Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2026, before going to bed the patient stated his values bg was 9.0 mmol/l and cgm was 8.7 mmol/l and seemed to align. At around 5:00 am, his wife found him half dangling off the bed. The patient¿s wife felt something was wrong because the patient was already cold to the touch, greyish pale in color and hard as a rock. The wife called for an ambulance, when paramedics checked the patient¿s bg reading it was 0.8 mmol/l and the cgm reading was high. The patient was treated for about an hour at home by paramedics prior to being taken to the hospital. The patient is unable to recall any medication provided during the incident. The patient was discharged from the hospital after two days. At the time of the report, the patient had stated they were diagnosed with atrial fibrillation and prescribed apixaban. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values prior to going to bed fall within the d zone of the parkes error grid. The reported glucose values taken by paramedics fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.